Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip was implanted. While placing the second clip, after three grasping attempts, damage was noted on the anterior leaflet. There was difficulty confirming that the leaflets were laying on the clip arms and was difficulty capturing the leaflets. Second clip was successfully implanted. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.